Event description:
Per the clinic, the patient experienced pain/non-auditory sensations with a sudden drop in speech understanding resulting in loss of benefit from the device in (B)(6) 2023 (specific date not reported). Impedance telemetry performed on (B)(6) 2023 also indicate that only 8 electrodes were active and 13 electrodes were defective and flagged as open circuits. Subsequently, the device was explanted on (B)(6) 2024 and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached.